Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082024.

Event description:
It was reported that the patient was experiencing stimulation in the abdomen. The investigation was unable to determine which of the lead contributed to the event. As a result, surgical intervention was undertaken on 28 february 2024 wherein the iead was repositioned. Effective therapy was restored post operatively.